Event description:
Boston scientific crm received info that this implantable right atrial pacing lead was explanted due to infection. Boston scientific provided inconsistent implant and explant dates. Also, the event date was not made available to us.